Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the patient's blood glucose had been running in the 300 mg/dl to 500 mg/dl range over the weekend. The patient treated via manual insulin injection. During troubleshooting the insulin pump failed the high pressure test twice. However, the parent believed that the test was performed incorrectly. The test was repeated a third time and the insulin pump passed. The insulin pump was returned for analysis.